Event description:
Information was received indicating that a smiths medical cadd solis vip pump was over infusing. No adverse effects were reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updated after device evaluation h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the smiths tampered seal label was missing, worn out and scratches on lcd lens screen. The customer stated problem was duplicated. Pump's expulsor was replaced in order to bring the delivery into more nominal of a range. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
Additional information received and attached by ICU medical on 27-jan-2022: no patient involvement. Event occurred during testing. Event problem and evaluation codes: updated after additional information received.